Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device received in a condition which made analysis impossible. Unable to test because there was an insufficient number of tests remaining in the returned cassette.

Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 5.8 mmol/l, 2.1 mmol/l, and 3 "something" (mmol/l). The customer reported low blood glucose symptoms with the reported results. He consumed some biscuits and symptoms improved in about 30 minutes. No adverse event related to the device was reported. Requested return of suspect device.